Event description:
It was reported that the insulin pump alarmed motor error during the rewind and manual prime. Troubleshooting was performed, and the drive support cap was not damaged. Unable to conduct the displacement test due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.